Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted quicker than expected. It was noted the battery longevity estimate exhibited an unexpected drop compared to the remaining estimated battery life one year prior. The device remains in use at this time. No patient complications have been reported as a result of this event.